Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing sensor glucose versus blood glucose. Customer's blood glucose was 162mg/dl and sensor glucose 64mg/dl. The customer's blood glucose was between 100mg/dl-150mg/dl. The device is going into threshold suspend and it's not calibrating. Customer declined troubleshooting for calibration error. The customer was advised to monitor device.